Event description:
It was reported that there was high lv (left ventricular) impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2012; 5076-52 lead implanted: (B)(6) 2007. (B)(4).